Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a revision using the depuy synthes femoral recon nail, piriformis entry procedure. Initially patient was operated on in (B)(6) fifteen years ago and was never healed. Patient had a midshaft femur fracture treated with a piriformis entry femoral nail of unknown manufacturer. The surgeon and his partner reamed up to 13.5mm and used a 12mm x 380mm right side nail. When the nurse opened the package, the surgeons commented on the curve of the nail being more of a sharp bend than a curve. During implanting the nail, the nail would not pass further than midshaft due to the extreme bend of the nail, as it was meeting resistance both proximally and at midshaft. The surgeons ended up having to over-ream by (1) - (2)mm both proximally and at the isthmus. Procedure was completed successfully with (20) minutes delay. We compared a tfna nail with the frn because they have the same radius of curvature, but the curve is drastically different in geometry. This report is for (1) 12 / ti cann frn / pf 380 / right - sile. This is report 1 of 1 for complaint (B)(4).